Manufacturer narrative:
(B)(4).

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had three memory errors that put it into safety mode. It was unknown if the patient had any radiation or other procedures that might have caused the errors. Subsequently, the patient underwent a revision procedure and this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified an error that resulted in software resets performed in an attempt to correct an identified inconsistency. The battery was removed and detailed analysis was able to confirm the cell had a high internal resistance. The cause of the high resistance within the cell has not been determined, however likely resulted in the device error code and operation in safety mode.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had three memory errors that put it into safety mode. It was unknown if the patient had any radiation or other procedures that might have caused the errors. Subsequently, the patient underwent a revision procedure and this device was explanted and replaced. No additional adverse patient effects were reported.